Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: on (B)(6) 2009, patient underwent cervical surgery. During the surgery, rhbmp-2/ acs was implanted in the patient. Post-op, patient experienced same pain as before. On (B)(6) 2009, patient underwent a second cervical surgery in which rhbmp-2/acs was used in the patient. In (B)(6) 2010, patient underwent a lumbar surgery (third surgery) in which rhbmp-2/acs was used in the patient. Post-op, pain did not improve. In (B)(6) 2010, patient again underwent lumbar surgery (fourth surgery) in which rhbmp-2/ acs was used in the patient. Post-op, patient¿s pain levels increased after each surgery. Patient later underwent bariatric surgery for weight gain following his surgeries. Patient experiences pain in his lower back and mid back that is worse than the pain he experienced prior to his surgeries. Patient also experiences tingling, burning, and numbness in his left arm and both legs, which has also become worse since his surgeries. Reportedly, patient has an increased fear of cancer.